Event description:
A nurse reported that the cutter did not cut at 5000 cuts per minute during a vitrectomy. The event occurred at the final shaving of the corpus vitreous. No consequence fot the patient. The procedure was completed.

Manufacturer narrative:
A sample was received at manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation summary: one probe was returned. For this final lot, two probe lots were used to make up the final lot. A device history record review for the lots was conducted. According to the device history record review, no anomalies were found. The product was released based on manufacturer¿s acceptance criteria. No additional investigation is required based on device history review. The sample was visually inspected using (B)(4) magnification and found to be visually conforming. No occlusions were also observed in the drive lines. Actuation and aspiration testing were performed and deemed conforming. Cut testing was performed and deemed conforming. No root cause was identified from the product investigation because the complaint sample was manufactured to its specification and functioned properly. (B)(4).